Event description:
The actual residual volume (0 ml) was less than the expected residual volume (approximately 3-4 ml) at the pump refill visit the week prior to this report. The pump was refilled and the patient was brought back in on the date of this report. The pump volume was checked and the actual residual volume (15 ml) was less than the expected residual volume (18-19 ml). Pump overinfusion was suspected. About a week or two ago, the patient started feeling nauseous and then a few days before the refill visit, the patient started having some withdrawal symptoms. Following the refill visit, the patient was still feeling nauseous. The device system was delivering dilaudid. The interventions and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).